Event description:
Patient reported right side with " has reported mild bilateral pain and rippling." Device has been explanted and replaced with a non-allergan device. Physician later reported "capsule contracture ii-iii baker grade".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsule contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsule contracture baker grade ii-iii. Device evaluation: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Wrinkling: no observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.